Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle 27x1/2 ll eclipse experienced a clogged/blocked needle which was noted during use. The following information was provided by the initial reporter: hypodermic needle for medication administration subcutaneously with obstruction preventing the passage of fluid.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9228852 maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples or photos were sent by the customer so it was not possible to performing an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information¿s it is not possible confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis. H3 other text : see h.10.

Event description:
It was reported that the needle 27x1/2 ll eclipse experienced a clogged/blocked needle which was noted during use. The following information was provided by the initial reporter: hypodermic needle for medication administration subcutaneously with obstruction preventing the passage of fluid.